Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-04636. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) and a 33mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and released. A small pericardial effusion was noted during the procedure that was noted to be stable at the end of the procedure. While in recovery, the patient¿s blood pressure dropped. The patient returned to the lab and pericardiocentesis was performed and a few hundred cc¿s of blood was removed. There were no further patient complications reported and the patient was stable.

Manufacturer narrative:
Describe event or problem: updated. (B)(4)

Event description:
It was further reported there was no effusion noted at baseline. However, the effusion was noted after the transseptal puncture. The effusion was monitored throughout the procedure and had not grown significantly. The patient returned to the procedure room within an hour post procedure. The patient was discharged within a few days without additional sequelae.